Event description:
It was reported that non-sustained right ventricular oversensing due to noise was observed on the right ventricular (rv) lead. Programming changes were recommended and forwarded to the physician for review. There were no reported patient consequences.